Event description:
Based on info reported to davol: it was reported the bottom of the package of the simpulse solo kit was cracked compromising the sterility of the product inside. The damage was noted upon receipt of the product and there was no pt intervention. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
The unit returned was found to have a cracked blister tray. The blister packaging seal was noted to have been fully formed at one time. A review of the mfg records was performed and there was no evidence of mfg related caused for the reported event. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that can occur to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.